Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient reported that her dexcom had failed and was not providing her with any readings. She stated the last cgm value she received was around 10pm the previous night, which was 55 mg/dl. The patient was asymptomatic at that time. There was no documentation of treatment. While the patient was sleeping, the patient¿s husband noticed her tongue was protruding from her mouth. He attempted to wake the patient but found she was unconscious. The patient¿s husband took the patient to the emergency room (ER) and arrived around 830am. At the emergency room, the patient¿s bg meter reading was below 30 mg/dl. The patient was treated with unspecified IV fluids. After approximately one hour, the patient¿s bg meter reading had increased to 141 mg/dl and the patient had regained consciousness. A cbc and urinalysis were done and the results were within normal limits. The patient was discharged home around 1017 am. The patient was ¿fine¿ at the time of report. Performance data was reviewed. The allegation was confirmed due to findings of wearable failure. The probable cause was determined to be progressive sensor decline. No additional event or patient information is available.